Event description:
One pt with discrepant acetaminophen results. Initial result 5.7 ug/ml, repeated twice, giving results of 115.4 ug/ml and 6.1. Initial results were not reported. The pt was released, however brought back into the hospital when the discrepancy was discovered. The pt was treated with mucomyst and is reported to not have experienced any adverse events and is reported as doing well. Field service rep determined root cause to be the r1 probe stream off center and noted the detergent was overdispensing. The r1 probe was replaced and the rinse mechanism was adjusted. Performance tests were performed and within specification. Sample was retested after service and issue could not be reproduced.